Manufacturer narrative:
There was no aline on a new iab insertion, they have tried switching out cables without resolve. Esp personnel advised them to attempt to aspirate the central lumen and they could not. The lumen is likely clotted so suggested an alternate aline site.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.